Event description:
Reporter stated that pt's capillary blood glucose was measured, using the suspect device, with a result of 477 mg/dl. Seven minutes earlier, a venous sample was obtained from the same pt and when tested in the facility's lab, measured 200 mg/dl. Reporter indicated that pt's therapy was not modified based on the value obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.